Event description:
It was reported the customer's needle hub was stuck in their serter. The customer's blood glucose was 127 mg/dl. The customer was advised that if the serter was not relaxed on the body between button presses then there may be difficulty releasing the hub. It was also found the customer's cannula came out/retracted upon removal of the serter. No additional information provided.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite serter and performed instruction test using a new lab enlite sensor along with rubber skin and the enlite serter passed per specifications, inserted and released sensor properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.